Event description:
A physician reported a pt who was implanted on 11/26/1997 in the nasolabial folds. On 1/6/1998, the physician examined the pt, who had a pimple-like eruption at the upper right nasolabial fold, (recent onset, exact date not known), which the pt subsequently squeezed. The physician did not believe the right nasolabial fold implant had anchored into the surrounding tissues. The physician recommended that the implant be removed at this visit as he believed the pt had an infection at the implantation site. He prescribed an oral antibiotic. The area subsequently became red along the length of the implant; the physician believed the area had developed a cellulitis. On 2/3/1998, the physician removed the right nasolabial fold implant. The physician prescribed oral cipro on 2/3/1998 and instructed the pt to apply warm compresses. On 2/4/1998, the pt reported some improvement of the symptoms.